Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Joint pain [arthralgia]. Muscle pain [myalgia]. Neck pain [neck pain]. Tingling in arms, legs, feet, fingers and hands [paraesthesia]. Numbness in arms, legs, feet, fingers and hands [hypoaesthesia]. Case description: an attorney reported that their adult female client, now (B)(6), used fixodent denture adhesive, version unknown cream and/or super poligrip denture adhesive cream, unspecified total daily uses beginning 2003 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in loss of balance, joint pain, muscle pain, neck pain, tingling in arms, legs, feet, fingers, and hands, and numbness in arms, legs, feet, fingers, and hands. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.